Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where during the procedure, there was a single leaflet device attachment (slda) during the release of the third device. There were difficulties during the procedure due to imaging and an existing pacemaker in the patient. The case was already considered multi-device strategy. The first device was implanted in anterior-septal position with 2-8 clocking. During the implantation of the second device, there was no consensus as to whether the septal leaflet was well seated. After removal of the septal suture, the septal leaflet detached. The physician decided to bailout the device. The third device was attempted to be implanted in the posterior-septal position (p1/s) with 4-10 clocking. It was unsure whether the septal leaflet was well grasped. After detaching the septal suture, the septal leaflet held securely. However, the physician was sure that the lateral leaflet had been well grasped. This was also checked with a transgastric view before detachment. After detaching the device, the lateral leaflet was lost. An attempt to bailout was unfortunately unsuccessful. The device was stable, and the physician decided to leave the result as it was. The physician was concerned that the loosened implant would become completely detached if another attempt was made. Hence, the starting tricuspid regurgitation (tr) was torrential. When the slda was detected, tr was severe, and the final tr was also severe. The patient was stable.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is a combined initial + final report which includes the investigation findings below. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist, who was present on the site. Available information suggests imaging quality issues likely contributed to the event. Per event description, 'there were difficulties during the procedure due to imaging and an existing pacemaker in the patient. Since no edwards defect was identified, corrective or preventative actions, and DHR review are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.